Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2015- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the bottom half of the keypad cover was missing exposing the ok contact. All the buttons were responsive. Unrelated to the original complaint, the keypad cover was removed and there was contamination found around the contacts. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was noted that the ok button was under responsive to user presses. It was also noted that the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.